Manufacturer narrative:
Additional information: it was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be made available. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Taken verbally. While using our catheter passer intraoperatively, a piece of plastic inside the passer broke off inside the patient and had to be removed. Cause a delay in the procedure over 30 minutes. No other adverse reported.